Event description:
It was reported that there coil protrusion from the catheter's tip during removal. The target lesion was located in the mildly tortuous and moderately calcified inferior mesenteric artery. A 6mm x 10cm 2d f-idc interlock was selected for an embolization of the artery. During the procedure, the angiographic catheter back up became separated and it was difficult to continue the placement. The physician was able to retrieve the coil; however, it was noted that there was coil protruding from the catheter's tip during removal. The procedure was rescheduled. No patient complications were reported.